Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was floating inside the reservoir of a large volume infusor. This observation was made prior to patient use. No additional information is available.